Manufacturer narrative:
MFR received date: 19oct2019. Date of report: 25oct2019. The manufacturer's field service engineer confirmed a communication issue between the device and the server. The manufacturer's field service engineer determined that a system restart completely resolved this issue. No further repair was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit is in timeout. The customer reported there was no patient involvement. Event date not specified, estimate used.